Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt had the generator replaced due to end of service. The explanted generator was returned to manufacturer for analysis where the end of service condition was confirmed and was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. Upon review of the programming history for the device, it was noted that there were no magnet activations recorded in the magnet history. Further laboratory analysis of the generator revealed that, when a magnet was applied to the pulse generator module at a distance of one inch, it was observed from an oscilloscope that the output current did not cease when the magnet was applied to the pulse generator module and the magnet current did not activate after the magnet was removed from the pulse generator module. The magnet was applied to the pulse generator at a distance of zero inches, where it was observed from an oscilloscope, that the output current ceased when the magnet was applied to the pulse generator module and the magnet current activated after the magnet was removed from the pulse generator module. The plastic housing over the reed switch was removed with a scalpel. No visual anomalies were identified; no cracked glass, foreign matter inside reed switch or between paddles. The reed switch was substituted with an external reed switch and the pulse generator module performed according to functional specifications. The reed switch functions did not affect the supply current, so this observed reed switch condition is not expected to have any adverse effect on battery longevity. There was no report from the site that the magnet mode stimulation was not performing as intended. The reed switch component has been sent back to the manufacturer for additional analysis testing.